Event description:
Staff members were treating a pt (age and gender unknown) during a code situation. A "low battery" message appeared on the unit's monitor screen. The staff also indiacted that the unit required a "long time to charge" to the selected joule setting. The unit was plugged into ac power at the nurse station prior to the code. There was no adverse effect on the pt.